Manufacturer narrative:
Argus case (B)(4).

Event description:
I inhaled some of it on my lungs [accidental device ingestion]. I inhaled some of it on my lungs. I have been coughing for 4 hours straight. After that im coughing all the time. I&apos;m coughing super hard. [Cough]. I inhaled some of it on my lungs / to soothe the irritation in my lung [lung irritation]. It burned real bad [burning sensation]. I can't breathe at time [difficulty breathing]. Because I can't breathe I'm getting dizzy [dizziness]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene original oral rinse (original). On an unknown date, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant), cough, lung irritation and burning sensation. The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the accidental device ingestion, cough, lung irritation and burning sensation were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (original). The reporter considered the cough, lung irritation and burning sensation to be related to biotene original oral rinse (original). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information adverse event information was received via call center representative on (B)(6) 2020. Consumer stated that "biotene oral rinse I use biotene this morning. I put it in my mouth. Know what happened. I inhaled some of it on my lungs. I have been coughing for 4 hours straight. It burned real bad. After that im coughing all the time. Coughing super hard. I want to know if there is something I can take. To soothe the irritation in my lung". This report was being resubmitted to capture corrections. The information was received on 01 dec 2020 and is as follows: concomitant products included no therapy. On an unknown date, an unknown time after starting biotene original oral rinse (original), the patient experienced difficulty breathing and dizziness. On an unknown date, the outcome of the difficulty breathing and dizziness were unknown. It was unknown if the reporter considered the difficulty breathing and dizziness to be related to biotene original oral rinse (original). Consumer used biotene this morning. She put it in her mouth. She did not known what happened. She inhaled some of it on her lungs. She had been coughing for 4 hours straight. It burned real bad. After that she was coughing all the time. She was coughing super hard. She want to know if there was something she could take. To soothe the irritation in her lung. Fresh mint. She could not breathe at time and because she could not breathe she was getting dizzy. She wanted to know if there was anything she should do about this. The irritation was just constantly.